Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: zimmer biomet traumaone system drill, catalog #: 46-1006, lot #: ni. Unknown plate, catalog#: ni, lot#: ni. Unknown screw, catalog#: ni, lot#: ni. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00256.

Event description:
It was reported that two (2) drills fractured in the patient's mandible during a surgery for the repair of a mandibular fracture. The surgery was delayed one and a half hours due to additional time needed to remove the plate and screws, burr the patient's bone to remove the fractured piece, and replacement of the plate and screws. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. For this part (46-1006) and the previous one year (from the notification date), there is a complaint rate of 0.17% which is no greater than the occurrence listed in the application fmea. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.